Event description:
Customer states that device gave a reading of 225mg/dl without any blood or control solution being applied to the strip. A request was made for the return of the suspect device and replacement product was sent.